Event description:
User facility medwatch [mw5148265] report received which states: [as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, a perclose failure occurred. Intervention was performed by ballooning at the site to allow the extravasation to stop. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).] No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #mw514826

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use as a known adverse event of use of the device. Without the device returned for analysis and a specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.